Event description:
It was reported that patient ipg was no longer holding a charged. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred several months from the date the manufacturer became aware of the event.